Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon ¿managed to resect 50% of the foreign body mesh but left the remainder in mr. (B)(6) left groin, concerning the risk for injury to his iliac vein, femoral vein, and femoral artery.¿ it was reported that the patient experienced nausea and extreme pain. No additional information is provided.